Manufacturer narrative:
Mfg date: the lot was manufactured may 6, 2016 ¿ may 10, 2016. The actual devices were not available; however, a photograph of the samples was provided for evaluation. Visual inspection identified that the coil caps had separated from the housing because of malformed housing. The cause of the malformed housing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps of two (2) large volume infusors were separated from the housing. This occurred prior to use. There was no patient involvement. No additional information is available.